Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed rite (returned instrument test/evaluation) testing for fluid volume accuracy. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the rite (returned instrument test evaluation) failure. The external/internal inspection was performed and the device passed, along with all of the electrical testing. During the evaluation, the fluid was transferred above the rite specified limits and the volumetric accuracy test that followed, showed that the device had failed. Pal performed a more detailed inspection of the door assembly. The inspection showed that the piston foam was deteriorated and a door piston was cracked at the rib of the right disposable. The results of the evaluation revealed the cause of the failure to be the deteriorated piston foam and the cracked door piston. They were scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.